Manufacturer narrative:
Device expiration date unavailable from facility. Device manufacture date unavailable from facility.

Event description:
During a lead extraction procedure, the atrial lead would not pass through the svc during the removal attempt. The physician made the decision to cut, cap and abandon the lead in the pocket within the patient. The lld was left in the lead.